Event description:
The customer reported the system made a popping noise during an epidural injection and locked up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the mainframe f1 fuse, and the ps2 power supply. This MDR is related to ge healthcare (B)(4).